Manufacturer narrative:
Additional information : the device was manufactured october 06, 2018 - october 08, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred during an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least one 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The reporter stated that the leak was found at one of the "legs". This was identified during compounding there was no patient involvement. No additional information is available.